Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# 0208108338, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient programmer lcc showed a ¿7 ok¿ versus ¿8 ok¿ during battery replacement using an adaptor. There was an unknown impedance issue. The result of this event required a different product to be used.